Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses (tg3715/06490733, tg3715/06616663). Prior to the stent grafts implanted, a bypass procedure was performed from the brachiocephalic artery to the left common carotid artery (lcca) and the left subclavian artery (lsca) using a surgical graft. Two stent grafts were then deployed just below the lcca, and the lsca was intentionally coil-embolized. The procedure was concluded without endoleaks or other adverse events revealed to the patient. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 60mm at the time of hospital discharge. On (B)(6) 2010, in six-month follow-up study, it was revealed that aneurysm had enlarged to 70mm. Later in three more follow-up studies, it was revealed that the aneurysm enlargement had persisted, though a wait-and-watch approach had been continued. On (B)(6) 2013, in four-year follow-up study, a distal type I endoleak was revealed. The aneurysm had enlarged to 85mm. On (B)(6) 2014, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the distal type I endoleak. It was reported that as the physician considered a risk of paraparesis due to a long-landing of the stent grafts, a distal stent graft was deployed in a way that the adamkiewicz artery is not covered. The distal landing zone was not long enough to obtain a good wall apposition, causing a distal type I endoleak.